Event description:
The pt reported being implanted five years prior outside ot the country. The pt had one fill a couple of years later. This year, the pt returned to the implant country for a fill, as it felt like the band was not working at all since (past eight months). Under fluoroscope, it showed that the band tubing had a hole in it. The pt reported experiencing pain. The device analysis lab has rec'd an access port ii, taper ii. Following-up findings: the surgeon observed "the tubing on the connector site was sliced approximately 1/4 inch on the anterior wall."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a tapper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band occur due to leakage from the band, the port or the connector tubing."